Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the defective essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metallic coils embedded in the fallopian tube stumps'), abdominal pain ('abdominal pain'), menorrhagia ('heavy menstrual bleeding/menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 43-year-old female patient who had essure (batch no. E-841535 not valid, 841535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included persistent non-productive cough, pulmonary valve stenosis, tonsillectomy, cholecystectomy, fibroids, peritoneal adhesions and back surgery. Current weight 184 lbs. Concurrent conditions included pap smear abnormal, bacterial vaginosis, asc-us, hypothyroidism, subarachnoid haemorrhage, disease gallbladder, thyroidectomy, breast prosthesis implantation, uterine bleeding, subserous leiomyoma of uterus, hypertension, fever, diarrhea, vaginal pain, obesity and uterine enlargement. Concomitant products included antibiotics for vaginal infection as well as ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe:I felt moody and not like myself"), feeling abnormal ("hormonal changes describe:not like myself"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) /pain during sex"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspepsia ("gastrointestinal or digestive system condition type: digestive"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / lower abdomen cramps") and procedural pain ("there was complications that caused pain during essure removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2012. And hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain and procedural pain outcome was unknown, the menorrhagia, vaginal haemorrhage, abdominal pain lower, mood altered, feeling abnormal, vaginal infection, female sexual dysfunction, urticaria, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and dyspepsia had resolved and the migraine and dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, migraine, mood altered, nausea, procedural pain, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy noted in essure removal date: (B)(6) 2016 and (B)(6) 2016 and insertion date: (B)(6) 2011 and (B)(6) 2011. Current weight 184 lbs. There is mild inflammatory changes adjacent to the right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: 1. Small fluid collection with locules of gas in the hysterectomy surgical bed may reflect postoperative fluid, however, underlying infection cannot be excluded based on this study alone.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (per pfs).; on (B)(6) 2011: bilateral essure devices are in the fallopian tubes in expected position(per mr). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, menorrhagia, abdominal pain. Lot number (e-841535) is invalid. Lot number:841535 is valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metallic coils embedded in the fallopian tube stumps'), abdominal pain ('abdominal pain'), menorrhagia ('heavy menstrual bleeding/menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 43-year-old female patient who had essure (batch no. E-841535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough nonproductive, pulmonary valve stenosis, tonsillectomy, cholecystectomy, fibroids, peritoneal adhesions and back surgery. Current weight 184 lbs. Concurrent conditions included pap smear abnormal, bacterial vaginosis, asc-us, hypothyroidism, subarachnoid haemorrhage, disease gallbladder, thyroidectomy, breast prosthesis implantation, uterine bleeding, leiomyoma of uterus, unspecified, hypertension, fever, diarrhea, vaginal pain, obesity and uterine enlargement. Concomitant products included antibiotics for vaginal infection as well as ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe:I felt moody and not like myself"), feeling abnormal ("hormonal changes describe:not like myself"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) /pain during sex"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspepsia ("gastrointestinal or digestive system condition type: digestive"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / lower abdomen cramps") and procedural pain ("there was complications that caused pain during essure removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2012. And hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain and procedural pain outcome was unknown, the menorrhagia, vaginal haemorrhage, abdominal pain lower, mood altered, feeling abnormal, vaginal infection, female sexual dysfunction, urticaria, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and dyspepsia had resolved and the migraine and dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, migraine, mood altered, nausea, procedural pain, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy noted in essure removal date: (B)(6) 2016 and (B)(6) 2016 and insertion date: (B)(6) 2011 and (B)(6) 2011. Current weight 184 lbs. There is mild inflammatory changes adjacent to the right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: 1. Small fluid collection with locules of gas in the hysterectomy surgical bed may reflect postoperative fluid, however, underlying infection cannot be excluded based on this study alone.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (per pfs).; on (B)(6) 2011: bilateral essure devices are in the fallopian tubes in expected position(per mr). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, menorrhagia, abdominal pain. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr received: lot number was added. New events added: embedded device (from mr), abdominal pain lower, abnormal bleeding (vaginal), menorrhagia, vaginal infection, apareunia (inability to have sexual intercourse), rashes or skin conditions type: hives, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: digestive, procedural pain. Event onset date were added. Reporter information, medical history, patient demographics, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metallic coils embedded in the fallopian tube stumps'), abdominal pain ('abdominal pain'), menorrhagia ('heavy menstrual bleeding/menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 43-year-old female patient who had essure (batch no. E-841535 not valid, 841535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included persistent non-productive cough, pulmonary valve stenosis, tonsillectomy, cholecystectomy, fibroids, peritoneal adhesions and back surgery. Current weight 184 lbs. Concurrent conditions included pap smear abnormal, bacterial vaginosis, asc-us, hypothyroidism, subarachnoid haemorrhage, disease gallbladder, thyroidectomy, breast prosthesis implantation, uterine bleeding, subserous leiomyoma of uterus, hypertension, fever, diarrhea, vaginal pain, obesity and uterine enlargement. Concomitant products included antibiotics for vaginal infection as well as ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe:I felt moody and not like myself"), feeling abnormal ("hormonal changes describe:not like myself"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives/ pain rash"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) /pain during sex"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dyspepsia ("gastrointestinal or digestive system condition type: digestive"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / lower abdomen cramps") and procedural pain ("there was complications that caused pain during essure removal"). The patient was treated with surgery (ablation on (B)(6) 2012. And hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain and procedural pain outcome was unknown, the menorrhagia, vaginal haemorrhage, abdominal pain lower, mood altered, feeling abnormal, vaginal infection, female sexual dysfunction, urticaria, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and dyspepsia had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, migraine, mood altered, nausea, procedural pain, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy noted in essure removal date: (B)(6) 2016 and insertion date: (B)(6) 2011. Current weight 184 lbs. Essure insertion date discrepancy: (B)(6) 2011. There is mild inflammatory changes adjacent to the right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: 1. Small fluid collection with locules of gas in the hysterectomy surgical bed may reflect postoperative fluid, however, underlying infection cannot be excluded based on this study alone.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (per pfs).; on (B)(6) 2011: bilateral essure devices are in the fallopian tubes in expected position(per mr).. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, menorrhagia, abdominal pain. Lot number (e-841535) is invalid lot number:841535 is valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Outcome for previously reported event dyspareunia is updated to recovered / resolved incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.